Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation confirms the central peg broke off. The peg fragment was not returned. No relevant measurement could be taken. Surface damage and dents were observed on the device. The most likely cause usually is the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/09/2023, it was reported by a sales representative via sems that an ar-9233 pegged glenoid broach and an ar-9236-03pp glenoid trial broke. This was discovered during a case, device breaks during use.